Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12182. The pt reported following a fall, the stimulation changed. The pt's x-rays showed two of the three leads had migrated. All of the pt's leads were removed and replaced with one penta lead. Stimulation has not been turned on since the surgery.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.